Event description:
During an emergency circuit setup, the customer reported having difficulty priming the hls module which would not flow/prime properly at a high rpm. After re-seating the module in the drive several times and re-booting the hardware, they were finally able to obtain flow/prime. Pressure sensors were not zeroed while dry. After priming and supporting the patient (extracorporeal circulation via cardiohelp), unsuccessful attempts were made to zero the pressure sensors (at 0 rpm and re-booting). It was reported the unit was flowing and exchanging gas, but circuit pressures were not functional. While with customer on (B)(6) 2013, maquet suggested they swap out the pressure cable with another hls internal sensor from another cardiohlep on-site. Internal pressures then began functioning with the new cable. There was no indication that medical intervention was required as a result of the reported incident. On (B)(6) 2013 it was reported that support had been discontinued because it was no longer needed. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The oxygenator has been requested for return. Without the serial number a complete review of the manufacturing records is not possible. A supplemental medwatch will be submitted when additional information becomes available.